Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated the first kind that came were great but the second kind that came were not so pleasing. It was also stated that the patient ended up bleeding with did not have a little line while using the magic 3 go male coude intermittent catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿operator error¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the first kind that came were great but the second kind that came were not so pleasing. It was also stated that the patient ended up bleeding with did not have a little line while using the magic 3 go male coude intermittent catheter. No medical intervention was reported.